Manufacturer narrative:
Additional information received on feb 19, 2020 identified that the implant was removed due to loss of integration and bone loss. No further medwatch reports will be submitted under this MFR number. The loss of integration and bone loss event will be addressed under (B)(4).

Event description:
Additional information identified that the implant was removed due to loss of integration and bone loss.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient had bone loss. As a result, the implant had to be removed.